Manufacturer narrative:
This report is for an unk - guides/ sleeves/ aiming: aiming arm/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is jnj representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the patient underwent for a surgery. During the surgery, tightening the jig with plate it loosens and bolt can't stay in place. When drilling for distal screw, surgeon did not take out guide wire and drill. After distal screw been take out, had advice to change another implant but surgeon want to use back. When he starts to drill for anti-rotation-screw part "c" black screw keep loosen. Then anti-rotation-screw can¿t advance. Then at last he decided to remove all without implant in patient when closing. The surgery was completed successfully with four (4) hours delay. There was no fragment generated. There was no patient consequence. Concomitant devices reported: unknown drill (part # unknown, lot # unknown, quantity # 1), unknown guidewire (part # unknown, lot # unknown, quantity # 1). This complaint involves five (5) devices. This report is for (1) unk - guides/sleeves/aiming: aiming arm. This report is 2 of 3 for (B)(4).